Event description:
It was reported that during defibrillation threshold (dft) testing after a subcutaneous implantable cardioverter defibrillator (s-ICD) implantation procedure, the s-ICD failed to convert twice and the patient needed to be converted externally. The physician planned to do repeat dft testing at a later date, and the s-ICD will be replaced with a transvenous system should that fail. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating when the patient was brought in for additional dft testing, the s-ICD did not convert the induced rhythm. Subsequently, the patient underwent a revision procedure, and a transvenous implantable cardioverter defibrillator (ICD) was implanted. The s-ICD system was explanted. The ICD successfully converted the induced rhythm during dft testing. No additional adverse patient effects were reported.